Event description:
The customer reported that the patient underwent a spine surgery on (B)(6) 2014. Allegedly during this surgery, the bearing from a micro 100 sagittal saw handpiece was broken and the pieces reportedly fell into the surgical site. Based on received information, it appeared that the surgeon was not aware of the "broken bearing" at the time, nor that there was any indication that he observed the broken pieces in the surgical site, and thus there were no attempts made to retrieve the broken pieces during the surgery. As reported, x-ray was taken after the surgery and it was discovered "something appeared in the x-ray, but the facility was not able to identify it." The report further stated, on (B)(6) 2014, a second surgery was performed for a different purpose (type of procedure was not provided). During this surgery, the alleged "broken pieces" were detected and the surgeon retrieved/removed them as much as possible from the surgical site. The broken pieces were not collected and may have been thrown away when washing. However, x-ray did not detect any broken pieces this time. Based on this finding, the user facility believed that all broken pieces were removed and no injury occurred to the patient from either of the surgeries. A review of complaint history for this handpiece serial number showed that there were no complaints received from the user facility for any type of problems related to its performance/usage during the original surgery on (B)(6) 2014. In addition, even though the second surgery was performed on (B)(6) 2014, this complaint/allegation was not received from the user facility until (B)(6) 2014.

Manufacturer narrative:
On (B)(4) 2014, conmed received the micro 100 sagittal saw for evaluation. However, the unit was returned disassembled, and as such performance testing therefore could not be performed. Visual inspection of the disassembled handpiece found the drive assembly worn and the bearings came loose, and were disintegrated. The physical damage observed on the returned parts is indicative of extensive usage and in this instance, lack of service/repair on the returned handpiece was the root cause of this reported problem. This micro 100 sagittal saw was manufactured on 21-feb-2002 and was shipped to the customer in (B)(4) 2002. Service records indicate that the preventative maintenance was long overdue, as the handpiece has been in use for nearly 12 years with no service/repair history records found from the international service center and/or the service/repair department in the USA. The instruction manual states regular service is required to keep the handpiece at its optimum operating performance and informs the user of a 12 months service interval for this device. The instructions manual of the handpiece warns: prior to each use, all instruments and accessories must be inspected and tested for proper operation. In addition, to reduce the risk of patient injury, it is recommended that the handpiece be returned every 12 months for preventative maintenance. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum.